Event description:
A malfunction alarm was reported on the pump, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurs.